Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury is most likely use related since bleeding around the repositioning sheath post transfer. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support the patient was bleeding around the repo sheath. The patient received 2 units of red blood cells (rbc). The patient taken to operation room for 5.5 escalation and cp removal. Patient is stable post explant.